Event description:
Reporting flu b positive result which was negative for flu b, positive flu a and positive sars on repeat testing. No confirmation testing performed.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: can not determine. Source: email.